Event description:
The customer reported that the sys intermittently would not boot up. This resulted in an intermittent recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The customer was informed about the parts that required replacement. The customer decided to call back later.